Event description:
It was reported that pump displayed malfunction alarm code 9 during use, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction codes appeared again; no device return or replacement was arranged.